Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer treated with the pump. Customer's blood glucose value was 342 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for presence of air bubbles. The product was returned for analysis.